Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint investigation is confirmed. Upon visual inspection, it was noted that the abs button, attachable 14 mm of the tightrope® abs, button, round, ø 14 mm was broken/damaged. No sutures were returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device, due to the button coming in contact with another device, such as the spade-tip drill used during the surgical technique, or due to excessive force being used when inserting the button.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl reconstruction surgery the button snapped in half. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.